Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: the keypad was found to be intact; there was no visible damage. During testing, all of the keypad buttons responded properly; no buttons were found to be sticking. The keypad was removed and evidence of contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.